Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 45.9cm. Failure event observed during analysis. Final analysis found full breach insulation degradation was noted at 6.6cm from the connector pin. Outer insulation was twisted in this location.

Event description:
This report is to advise of an event observed during analysis